Event description:
It was reported that after a da vinci prostatectomy procedure, when washing monopolar curved scissors instrument, it was found that the wire of the tip was frayed. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip close cable frayed at the distal idlers. The cable segment stuck out at the instrument's wrist approximately .042. The same cable also appeared to be loose towards the distal clevis. An additional finding was various scratches on the distal end of the main tube with light material removal. The scratches were .141 x .429 in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event, in a fragment-causing failure(such as a cable failure, a crimp separating from a cable etc.) For the mcs instrument the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. Because the tip cover acts as a barrier, these failures, which might be reportable in other instruments, are not reportable events for the mcs instrument; however, the tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.